Event description:
Pt in ER after asymptomatic shock. Intermittent warmth and tingling in pocket. Pt had "bad fall" approx 3 weeks ago. Impedance >3000 ohms; likely lead fracture.

Event description:
Patient in ER after asymptomatic shock. Intermittent warmth and tingling in pocket. Pt had "bad fall" approx 3 weeks ago. Impedance >3000 ohms; likely lead fracture.

Manufacturer narrative:
Event date is 2005, brand name is sprint quattro secure, type of device is implantable tachy lead, model # 6947, the device referenced on the form 3500a is the ICD; however, the event is likely lead-related. As a result, the manufacturer event description is included. Other: patient in ER after asymptomatic shock. Intermittent warmth and tingling in pocket. Pt had "bad fall" approx 3 weeks ago. Impedance >3000 ohms; likely lead fracture. No conclusion can be drawn. Impedance, high, lead(s), fracture of, shock, inappropriate.